Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer reported receiving a reading of 139 mg/dl on their precision xtra meter and took their insulin accordingly. As a result, the customer experienced sweatiness, dry mouth and numbness of the lips. The paramedics were called and the customer was treated with intravenous fluids. The customer was transported to a health care facility, diagnosed with hypoglycemia and treated with food and juice. There was no report of death or permanent impairment associated with this event.